Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. The manufacturer internal reference number is: (B)(4).

Event description:
A facilities representative reported a patient was left hyperopic (1.50d) following an intraocular lens (iol) implant procedure. The representative indicated the patient complained that they could not see well at any distance. Additional information was requested.